Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during an unknown procedure in which the customer's sonicbeat device was being used on the instrument table, the tip of the device broke off. There were no reports of patient harm.